Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds, noise oversensing which led to pacing inhibition, and low out-of-range pace impedance measurements. The suspected cause of these observations is insulation damage. Subsequently, the device and rv lead were surgically abandoned and replaced. No additional adverse patient effects were reported.